Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 1 of 2. Report received from the USA stating that the burr was wobbling. The device was being used in surgery. No injuries were reported. There was no additional information provided.